Event description:
The customer initially reported that during use, the device stopped working. A small gray piece fell off the jaws. There were no consequences for the pt. The device was returned and a visual inspection revealed a bare wire on the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.